Event description:
It was reported that during a laparoscopic esophageal hernia repair procedure, about 15 minutes into the procedure, the white pad on the jaws of the device became detached. The product was removed and the pad was removed from the pt. Another device was opened to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.